Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the investigator doesn¿t think there is any quality problem of the probe and system. He misunderstood and he will update the relationship with study device to be not related. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a clinical trial, neu_2020_02, ablation the patient experienced intrapulmonary hemorrhage (after biopsy), intrapulmonary hemorrhage (after ablation) and pneumothorax. None of the events were not related to the study device but they did have a possible relationship with the study procedure. The patient has recovered from all issues.